Event description:
The customer states the device will not charge the battery. No patient involvement was reported.

Manufacturer narrative:
(B)(4). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.